Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device coupling shaft complete was broken, coupling head base complete was worn and there was an unknown substance on internal components. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time and improper cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: gtin is unavailable as the product made prior to compliance date; (B)(4). Reporter number was not provided. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is event 1 of 2 of the same event. It was reported that the tooth that held the oscillating saw attachment device in place on the small battery drive device looked broken, resulting in excessive vibration/chattering. The event was not reported to have occurred during surgery. There were no delays to a surgical procedure. It was unknown if a spare device was available. It was unknown if there was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.